Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 due to stress urinary incontinence with concurrent cystoscopy.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure and mesh was implanted. It was reported that she experienced unspecified complications following the surgery. No additional information was provided.